Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that shortly after the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to the patient. Rhythm appeared flat and then post-shock the signal returned. Primary is the programmed vector. Technical services discussed the episode was consistent with air entrapment and recommended performing x-rays to determine the location of the trapped air. The sense vector could be reprogrammed, or therapy could be turned off until the air is absorbed. X-rays were provided for review and technical services confirmed there appeared to be quite a bit of air in the pocket. The x-ray also showed that the terminal pin of the electrode was fully inserted into the device header. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.